Event description:
The surgeon was advancing a single piece collamer lens model cc4204bf lens in the injector and the lens became stuck in the injector. No patient contact.

Manufacturer narrative:
A visual inspection of the returned product shows the lens is stuck in the tip of the cartridge and the tip of the cartridge is split. The foam tip plunger tip is bent. There is clear surgical residue on the cartridge and plunger. The injector was not received for evaluation. Conclusion: an investigation was opened to evaluate a complaint trend associated with lens tears that was originally identified in 2005. Possible root causes for lens tears include both delivery system issues and possible handling errors by the customer. To address delivery system issues, all stages in the manufacturing of the injectors and cartridges were reviewed and revised as opportunities for improvement were revealed. To address handling errors, all injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.